Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the pod's needle did not deploy indicating a needle mechanism failure. The cannula was visible and the pink slide did move forward.

Manufacturer narrative:
The device was received in the deployed position. Inspection of the needle mechanism assembly found no damages or deficiencies that would contribute in the reported needle mechanism failure. The environment seal and bottom housing were inspected and no damages, deficiencies, or evidence of the needle deploying into them were found. The needle mechanism was manually reset to the not deployed state, and then the needle mechanism was manually deployed. No damages or defects were observed that would prevent the needle from deploying as intended. The device ran for 61 pulses. The cause of the reported event could not be determined.